Manufacturer narrative:
The lens was returned in a specimen cup. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the lens 22.5 diopter lens model was replaced with a non-company 23.5 diopter lens model. The exchange for a 1.0 higher diopter difference lens model may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced glare, streaks of lights, floaters, and unhappy with her vision post surgery and night driving very hard and is worse then before the surgery. The lens was exchanged with another lens in a secondary procedure and performed pars plana vitrectomy. The patient symptoms were resolved and patient was happy with the result. Patient was not hospitalized for the event and there was no patient harm.